Event description:
Risperdal consta dose kit 25 mg given to client with a 21 gauge utw 1" needle - included in kit-. As pressure applied to medication during administration, the needle disengaged from the syringe and some of the medication leaked out. Rep notified as well. Dose or amount: 25 mg. Frequency: q2 weeks. Route: im. Diagnosis or reason for use: schizophrenia.